Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was a defective high voltage power supply (hvps) board. In addition, the following non-reportable malfunctions were found during the device evaluation: damaged volume board, missing screws/washers, and a missing volume knob. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was a therapeutic transurethral resection in saline (turis). The procedure was completed without delay using a different device. The scope was returned for evaluation after manually cleaning/wiping down the device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A defective printed circuit board was discovered and caused the reported error code failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hf unit was displaying an e433 error code during procedure preparation. There was no patient harm reported as a result of this event.